Event description:
Main body graft was introduced via the right femoral artery. The pt's right internal iliac artery had previously been embolized. Contralateral iliac leg graft was noted to land at leg graft, the last stent of the graft was noted to land at the level of the embolized internal iliac artery. Since the vessels in the external iliac artery was larger than where the leg graft had landed, the physician decided to extend the leg graft landing zone with a second iliac leg graft, extending the landing zone further into the external iliac artery. No endoleaks were viewed during the final angiogram.